Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2006. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning (B)(6) 2016 rv capture threshold measured 2.5 volts and consistently measured 2.5 volts. Analysis of the device memory indicated the impedance on the rv pacing lead was beyond the expected lower range. On (B)(6) 2016, rv pacing impedance dropped to 209 ohms down from a trend in the 342-437 ohm range. No episodes collected, no oversensing observed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Beginning (B)(6) 2015 r waves measured 1.25-6 millivolts. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature depletion. It was further reported that the right ventricular (rv) lead had high thresholds, elevated sensing integrity counter (sic), and was undersensing with no measurement of the r wave. Additionally, the atrial lead had high impedance that triggered a warning and also was undersensing with no sensing of the p wave. The entire system was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.